Event description:
Patient was receiving his scheduled chemotherapy. He went to reach for the urinal and the tubing got caught. The tubing broke and disconnected from the chemotherapy. Patient noted that the chemotherapy tubing connector was attached to his PICC line and the tubing was on the floor. FDA safety report ID #: (B)(4).